Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by using another system. The philips remote service engineer (rse) communicated with customer and confirmed no live image on the flexvision monitor. Upon remote observation the rse found a connection on the pc was loose. The connection was re-established and rse recommended for replacement of host-pc. Customer order and replaced the host-pc on their own. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected .

Event description:
It has been reported to philips that the monitor is blank, no live image in exam room. The device was in clinical use. Patient harm is unknown. Philips has started an investigation of the complaint.